Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg-140 mg/dl. The blood glucose testing is performed by the customer 4 times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer has not had any recent changes in diet, medication, or exercise. The product is stored in the kitchen. The customer was informed about the proper storage recommended by the manufacturer. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is 3/16/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.